Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1261, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for birth control. Consumer reported the procedure was done under general anesthesia at hospital. She has reported pelvic pain and painful periods before procedure. She was made aware of all other long acting birth control options and she was asked if she had a known allergy to nickel and she did not believe so. She was administered depo provera for thinning of the uterine lining before procedure and again as a method of birth control until confirmation of occlusion during hysterosalpingogram. After waking from procedure she was in a great amount of pain that lessened over the course of two weeks but never completely disappeared. She bled for 6 months after device implanted with increasing pain during ovulation and periods. Hysterosalpingogram completed and was told both coils were placed and had occluded both fallopian tubes. Her pain and bleeding was addressed with provider who performed the initial procedure. In less than one year her periods kept becoming heavier with expulsion of clots and increased pain continued to be a daily part of her life. In 2013 she underwent uterine ablation to lesson blood loss during periods. This procedure helped lighten her periods but not the pain. In 2014 she underwent laparoscopy and was diagnosed with endometriosis. In (B)(6) 2015 she underwent a laparoscopy vaginal hysterectomy with bilateral removal of fallopian tubes and ovaries. Hysterectomy was not a cure for endometriosis but she has experienced a significant decrease in pelvic pain. She would rate the pain from 8 in 10 to a more comfortable 1-2 in 10 up to (B)(6) 2015. Fup receipt on 21-oct-2015 ptc: product technical complaint result received. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up received on 20-oct-2015: (B)(4). Consumer reported that she began to lose handfuls of hair during washing and had increased fatigue. Follow-up received on 26-oct-2015 from consumer via health authority (mw5056667): essure placed in early 2010. Bleed for 6 months after. Quality of life greatly diminished due to chronic pelvic pain, heavy, painful periods, painful ovulation, had uterine ablation completed without relief. Total hysterectomy with removal of ovaries in 2015. Confirmed endometriosis in pelvic and abdominal region via pathology report. All problems either first appeared or became drastically worse after device placement. Consumer reported that an intervention was required however she did not specified any event. Legal claim received on 04-may-2016 (upgraded to incident): the plaintiff was implanted with essure for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was diagnosed with endometriosis after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingo-oophorectomy. Additionally, she stated she bled for 6 months after device insertion. She underwent a hysterectomy. Essure inserts were removed due to complications (interpreted as medical device removal). Only endometriosis is unlisted in the reference safety information for essure. In this particular case, consumer had dysmenorrhea and pelvic pain prior to essure insertion. After devices placement, her dysmenorrhea and pelvic pain persisted and she had heavy periods. Four years after essure placement; consumer was diagnosed with endometriosis and one year later she underwent a hysterosalpingo-oophorectomy. Endometriosis is a progressive disease; consumer previous history of dysmenorrhea and pelvic pain suggests a possible pre-existing endometriosis. Additionally, considering essure local action in fallopian tubes and given event's pathophysiology, causality with the suspect insert is considered very unlikely. Regarding consumer's bleeding after essure procedure, given the close association with essure insertion causality cannot be excluded. Although the exact reason for essure removal was not specified, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Product technical analysis was conducted with neither lot number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and a quality defect. Upon follow up, a legal claim was received. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("great amount of pain, increased pain continued to be a daily part of her life / chronic pelvic pain"), the first episode of endometriosis ("endometriosis") and genital haemorrhage ("bled for 6 months after device implanted") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, painful periods and general anaesthesia in (B)(6) 2010. Concomitant products included medroxyprogesterone (depo provera) for birth control. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("increased fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") (seriousness criterion intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and irritable bowel syndrome ("ibs"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), mood altered ("mood changes/ mood swings") and hot flush ("hormonal changes describe: hot flashes"). In 2010, the patient experienced alopecia ("she began to lose handfuls of hair during washing") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced uterine adhesions ("adhesions"). On an unknown date, the patient experienced the first episode of endometriosis (seriousness criterion medically significant) with ovulation pain, dysmenorrhoea and menorrhagia, genital haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), urinary retention ("difficulty emptying bladder") with bladder discomfort and bladder pain, abdominal pain lower ("lower abdomen pain") and the second episode of endometriosis ("endometriosis"). The patient was treated with antidepressants, leuprorelin acetate (lupron), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (underwent thermochoice ablation in 2013) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, female sexual dysfunction, migraine, uterine adhesions, dyspareunia, weight increased, urinary retention, hot flush, irritable bowel syndrome and the last episode of endometriosis outcome was unknown and the genital haemorrhage, fatigue, alopecia, vaginal haemorrhage, depression, anxiety, headache, nausea, abdominal pain lower and mood altered was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, migraine, mood altered, nausea, pelvic pain, urinary retention, uterine adhesions, vaginal haemorrhage, weight increased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: current weight 145 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: both coils placed and occluded fallopian tubes. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs was received: the events hot flashes, endometriosis and ibs were added. The onset date of events abnormal bleeding (vaginal), menorrhagia, apareunia, fatigue, migraine, headaches, nausea, pelvic pain were provided. Plaintiff received lupron for abnormal bleeding (vaginal, menorrhagia). Yes, on (B)(6) 2010, hysterosalpingogram (hsg) was performed and showed total bilateral occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("great amount of pain, increased pain continued to be a daily part of her life / chronic pelvic pain"), endometriosis ("endometriosis") and genital haemorrhage ("bled for 6 months after device implanted") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, painful periods and general anaesthesia in april 2010. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In may 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced alopecia ("she began to lose handfuls of hair during washing"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) with ovulation pain, dysmenorrhoea and menorrhagia, genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("increased fatigue"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") (seriousness criterion intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine adhesions ("adhesions"), nausea ("nausea"), urinary retention ("diffculty emptying bladder") with bladder discomfort and bladder pain, abdominal pain lower ("lower abdomen pain") and mood altered ("mood changes"). The patient was treated with antidepressants, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (underwent thermochoice ablation) and surgery (ablation). Essure was removed on 21-apr-2015. At the time of the report, the pelvic pain, endometriosis, hormone level abnormal, female sexual dysfunction, migraine, uterine adhesions, dyspareunia, weight increased and urinary retention outcome was unknown and the genital haemorrhage, fatigue, alopecia, vaginal haemorrhage, depression, anxiety, headache, nausea, abdominal pain lower and mood altered was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, mood altered, nausea, pelvic pain, urinary retention, uterine adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure insertion date updated to 16-apr-2010. Concomitant medication and treatment drugs received. Events hormonal changes, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression, anxiety, migraines, headaches, adhesions, nausea, dyspareunia (painful sexual intercourse), weight gain, diffculty emptying bladder, lower abdomen pain, mood changes, bladder discomfort and bladder pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.